Manufacturer narrative:
(B)(4). Batch #: u95d9z. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the handle of what appears to be an har instrument where the batch and serial can be seen as u95d9z, 20227-1718. Image 2: image1: the image provided by the customer is that of the distal jaw of what appears to be an harh instrument. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the titanium tip was broken. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.